Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested & will be submitted upon receipt accordingly. The (B)(4) is being used to report the non-specific cardiac event as there is no code available to capture this event.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.